Event description:
It was reported that during a gallbladder case two devices misfired clips, produced clips that were misaligned/did not come together. A third device was used to complete the procedure. There was no patient injury. This report is for the second device. See MFR report #2134070-2013-00174 regarding the first device.

Manufacturer narrative:
Final device investigation found that the device was returned with the push fork not in proper position, but underneath and outside of the jaw. The jaw was slightly out of alignment. Upon evaluation, the device was cycled and fed and produced 10 unformed clips. As the trigger was engaged, the jaw closed, but the push fork did not feed the clips into the jaw. After the remaining clips were expelled, the device locked out as intended. The device history record was reviewed and no discrepancies were noted. As each device is visually and functionally tested prior to being released, no conclusion could be made as to what may have caused the condition of the returned device.